Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation, there were bent pins in the belt trunk cable connector. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.